Event description:
Plaintiff was implanted with a left rejuvenate modular hip stem on (B)(6) 2011. Its further alleged that blood work revealed elevated levels of cobalt and chromium in bloodwork. The patients left hip was revised on (B)(6) 2021.

Manufacturer narrative:
Reported event: an event elevated metal ions involving a rejuvenate modular device was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -device history review: review of device history records could not be performed as the reported device was not properly identified. -complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012 067 -clinician review: no medical records were received for review with a clinical consultant. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated metal ions is not considered to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels of cobalt and chromium in bloodwork is considered to be under the scope of this recall. No further investigation is required.

Event description:
Plaintiff was implanted with a left rejuvenate modular hip stem on (B)(6) 2011. Its further alleged that blood work revealed elevated levels of cobalt and chromium in bloodwork. The patients left hip was revised on (B)(6) 2021.